Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose level event on (B)(6) 2026. The patient managed with peanut, honey and bread. No further information available.